Manufacturer narrative:
The cartridge was not returned for analysis. A non company iol, injector (handpiece) and viscoelastic were indicated. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Non company associated products were indicated. The reported complaint may be related to a failure to follow the IFU. There are 9 other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, foreign material probably from the cartridge was seen on the iol. The foreign material was removed within the surgery. The surgery was completed.